Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt has experienced a loss of therapeutic effect and stimulation in the wrong location since yesterday. The pt usually felt stimulation in the pelvic floor, but it was felt in the buttock area. It was noted that the pt had an x-ray a few days ago. Further info is being requested from the hcp.